Event description:
It was reported that a device experienced an unexpected shutdown. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. It is our perception that the customer's reported symptom should be infusion as interrupted rather than "unexpected shutdown" because there was a system error 345 entry in the history log during the infusion segment. The history log shows that after the system error 345 the unit was powered off by a user as indicated in the log as "pump off". Eval was unable to reproduce the ec 345 during eval but confirmed through history log. The device meets specification for the reported symptom of "system error 345". Unit was tested with unit passing. Past repairs have shown that replacement of upstream sensor and downstream sensor has resolved the reported symptom. The upstream and downstream sensors were replaced.